Event description:
During the saphenous vein harvesting procedure, the blades would not open and close on the scissors of the harvesting cannula. The report stated that there was no injury to the patient as a result of this failure.